Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of serious injury as a result of the product problem. Additional patient/event information was requested but could not be obtained. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 12, 2015. (B)(4).

Event description:
It was reported that while attempting to "administer salbutamol via a nebuliser on [patients] with bronchospasm", "the insert fell out where the attachments go in." The initial reporter was unable to determine the number of devices used or patients impacted by this issue. No patient complications were reported as a result of this event.